Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a nurse in united states on 18-dec-2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified day on the past spring. It was reported that patient had complained of lower abdominal pain. Pregnancy test was negative. Follow-up information received on 26-dec-2014: nurse stated patient had complained of lower abdominal pain and had the right one (essure) out due to pain. Case was upgraded in seriousness and regarded as incident. Follow-up information received on 05-jan-2015 follow-up attempts were done without success. Follow-up from 20-jan-2015: ptc (product technical complaint) result was received. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced lower abdominal pain. Essure on the right side was removed. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Therefore, a causal relationship between the reported event and the suspect insert cannot be excluded. This case was regarded as incident, since essure removal was required. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information was obtained despite follow-up attempts.